Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Appendectomy - "the clips are not fully closed and deformed. This product was thrown away unfortunately."patient status ok.

Manufacturer narrative:
Investigation summary: the incident unit was not returned for evaluation; however, additional information was provided. In absent of the subject device, it is difficult to determine a root cause. On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.